Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that "perfusion with peripheral catheter 20 ga with defective material inability to insert kt into vein pain patient impression that the tip of the kt was damaged/cut/twisted immediate action(s): removal of the kt and reperfusion with other material and ras" I recovered the catheter.